Manufacturer narrative:
Product has not been returned for evaluation. Same lot samples were measured to specifications.

Event description:
Customer is reporting the box of mini blades they just opened are 6cm instead of 7m. They were doing a wrist arthroscopy and when the blade was placed down the recommended cannula that they always use, the mini blade would not protrude out of the distal end of the cannula. They took the blade and compared it to the unopened blades (5ea) in the box and measured them to be 6cm. These blades should be 7cm long. Dr had to abort the case. The patient was under anesthesia for around an hour before the case was aborted. There was no back-up device available. The patient did not suffer any ill-affects as a result.